Event description:
It was reported that the programmer hard drive "crashed" during a software download. It was also reported the usb (universal serial bus) port is damaged. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed functional tests for software controlled gain, agc (automatic gain control), system a uplink, and telemetry b uplink. The programmer was not able to interrogate with devices non-wireless using the provided rf (radio frequency) head and a known good rf head; solder joints on the rf head connector found cracked. Lem (link electronics module) printed circuitboard assembly was replaced and calibrated to resolve the issues. Analysis also found the usb (universal serial bus) port on the mpu (microprocessor unit) printed circuit board assembly is damaged. System fan and power supply are noisy. Programmer failed left antenna test due to the antenna being loose. (B)(4).